Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the keypad cover was intact and all keys were responsive to user button presses. No contamination or evidence of moisture was observed under button contacts after removing the keypad cover. The complaint of under responsive buttons could not be confirmed or duplicated. Unrelated to the original complaint, a bolus button leak was found during the leak test but no moisture was found inside the pump or battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.